Event description:
Caller states patient reportedly received results of 43 mg/dl and 79 mg/dl within 10 minutes on the inform system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.